Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and turns to extend/retract helix exceeds spec. It was noted that the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism (sleeve head) and there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that during an implant attempt of the right ventricular [rv] lead, the physician stated that the helix of the lead was "sticking too much," was difficult to deploy and deployed inside the subclavian at an unintended time. The lead was removed and a different rv lead was successfully implanted. No patient complications have been reported as a result of this event.